Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was driveline tear proximal to patient. A previous tear was through the silicone, and there was now a tear in the mesh with exposed wires. No alarms were noted. Rescue tape was applied. There were no unusual events recorded in the event log file history.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: no device-related issues associated with the patient's modular cable were reported by the account. It was reported that there was a tear in the driveline, proximal to the patient (reference the pump investigation in manufacturer report number 2916596-2024-03818). No alarms were noted, and rescue tape was re-applied to the damaged area. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-022245, and no further related events have been reported at this time. The relevant sections of the device history records for the modular cable, lot number 9115822 was reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no issues were reported with the modular cable, the heartmate 3 lvas instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate 3 instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. Although no issues were reported with the modular cable, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.